Manufacturer narrative:
Product complaint #: (B)(4). Both FDA removal reporting numbers have been provided in correction/removal numbers. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient called the complaint handling unit to report the concorde lift cage had collapsed. Cage was implanted at l4 in (B)(6) 2018. Patient was seen every 3 months for follow ups. At the follow-up on (B)(6) 2019, the device was in place and had not collapsed. She started to experience significant pain that was keeping her awake at night/preventing her from sleeping (specific date of onset not identified) and at the follow-up on (B)(6) 2019, doctor noted on x-ray that the device had collapsed but had not slipped out of position. She is gong to physical therapy and getting massages as well as taking muscle relaxers to try and manage the pain. Device remains implanted.